Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD; 6725 adaptor, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and undersensing noted on stored electrograms (egm) during arrythmias. The lead remains in use. No patient complications have been reported as a result of this event.